Event description:
It was reported that the patient had a loss of therapeutic effect. The patient mainly had their device for knee pain. The patient had a return of pain about 4 to 5 months prior to the report. Until the return of pain the patient thought their implantable neurostimulator (ins) was working well. The patient interrogated their ins and it was off and was set for 3v. The patient turned the stimulation on but did not feel it at 3v so they turned it up to 5.6 and had stimulation perception. They turned up the stimulation to 6.4v and that was too strong for the patient. The patient turned the stimulation back down and then ended up turning it up to 8.6v and they were tolerating the stimulation at that point. The stimulation was reprogrammed from 4 contacts to 2 contacts and the patient was getting stimulation at 7v with good results. Positional changes were affecting the stimulation intensity. An impedance test was run at 1.5v with a 210 microsecond pulse width and a frequency of 30 hertz and the results were: electrodes 0-3: >4,000 ohms electrodes 0-5: >4,000 ohms electrodes 0-1: 1,395 ohms electrodes 0-2: 1,395 ohms electrodes 0-4: ??? Ohms electrodes 0-6: ??? Ohms electrodes 0-7: ??? Ohms electrodes 1-2: 690 ohms the impedance test was re-run at different settings with various contacts showing high impedances and ¿???¿ impedances. The cause of the impedance issues was not determined. The patient was receiving effective therapy but the amplitude perception was waning. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 748925, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 748925, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 3487a-33, lot# j0343786v, implanted: (B)(6) 2003, product type: lead. Product ID: 7435, serial# (B)(4), product type: programmer, patient. (B)(4).